Manufacturer narrative:
(B)(4). Age at time of event: 68-69 years. Date of birth: 1947 (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an angioplasty atherectomy procedure in the left leg. During the procedure, the catheter became stuck on a non-bsc wire. It was on the wire and stripped the wire. They were able to remove the catheter from the wire. The wire was exchanged and another catheter was used to complete the procedure. There were no patient complications and the patient was fine.

Manufacturer narrative:
Returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was not in the device when returned. The guidewire lumen and the catheter shaft were checked for damage. A .014 diameter pin was put into the tip of the device to check for the correct size of the lumen. The pin passed through with no hesitation or restriction. A jetwire was inserted into the lumen and traveled through the device until approximately 71.5 cm from the tip, and at that point it encountered a tight area where the guidewire would not travel any further with the designed intent. Dissection of the device at that area revealed that the drive coil had been damaged, most likely from pushing, pulling and torqueing of the device. With the drive coil damage, the indication of a guidewire stick or friction may be present. There was no evidence of any damage or irregularities contributing to the reported guidewire sticking difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states the compatible guidewires are: jetwire¿ 0.014 in (0.36 mm) 300 cm, thruway¿ 0.014 in (0.36 mm) 300 cm, abbott vascular hi-torque spartacore¿ 14, and abbott vascular hi-torque iron man¿ 0.014 in. The spider wire guidewire that was used during this procedure was not on the list of compatible guidewires. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an angioplasty atherectomy procedure in the left leg. During the procedure, the catheter became stuck on a non-bsc wire. It was on the wire and stripped the wire. They were able to remove the catheter from the wire. The wire was exchanged and another catheter was used to complete the procedure. There were no patient complications and the patient was fine.